Event description:
On (B)(6) 2022, during an endovascular procedure with cook devices a buddy wire was run through a gore® dryseal flex introducer sheath (dsf). A needle was also reported to have been advanced within the sheath. Blood loss could be seen and it was reported that the needle had punctured the bladder/tube of the sheath. The sheath was removed and another dsf was used to implant two gore® viabahn® vbx balloon expandable endoprostheses. The blood loss was not significant and did not require transfusion or cause any hemodynamic impairment to the patient. Post conclusion of the gore portion of the procedure the gore representative had left the operating room and became aware later that the patient had suffered severe blood loss and a drop in blood pressure and had coded. It was reported that they transfused the patient with approximately 3 units of blood and were able to get the patient back. No further details were known as to patient status or the cause of the code at the time this event was reported.

Event description:
On (B)(6)2022, the physician reported that the patient had been discharged and is doing well and that the cause of the blood loss after placement of the stents is still unknown. Details of how the blood loss was resolved was not provided.

Manufacturer narrative:
Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 3007284313-2022-01786 was submitted in error, and is hereby retracted.